Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a vela cf ventilation monitor count was too low with patient involvement. At this time, there is no information regrading patient harm or injury associated with the reported event.